Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the por (power on reset) message was seen. It was reviewed that therapy had stopped due to the por. It was reported that the patient was trying to turn stimulation on when they got the por message. The por was not related to an overdischarge. It was indicated that it was an informational por message. Steps were reviewed on how to clear the por with the patient programmer. It was reviewed to press the sync key, press any arrow on the navigation button, reset, if desired, and then press sync to complete the reset. It was indicated that the por was successfully cleared. Troubleshooting resolved the reported issue. No symptoms were reported. The event occurred in sunday, (B)(6) 2018. No further complications were reported/anticipated.